Event description:
Incident description: localized hemorrhagic mucosa with a bleeding vessel was found in the stomach. Two hemo-clips were placed on the vessel to stop the bleeding. The md then wanted to use hemospray for extra measures to ensure no more bleeding. I opened the sealed package and got the medical device securely and properly ready for deployment on the intended site and when the doctor said he was ready for the deployment of the hemospray, the gun did not fire. It was making a mechanical clicking and vibrating noise, but no hemostatic agent was coming out of the tip of the catheter. I tried two different catheters that came in the packaging and went through the same process needed to properly deploy the hemospray, but each time the deployment gun did not work. I am a certified surgical technologist and have been instructed on the proper use and handling of hemospray during a procedure. This particular lot # and model did not work when it was supposed to. Luckily, at the time this was happening the patient was not actively hemorrhaging. From the procedural findings: "to stop active bleeding, two hemostatic clips were successfully placed (mr conditional). There was no bleeding at the end of the procedure." There were no complications.